Event description:
It was reported that during a low anterior resection procedure, the device was used on double stapling technique. After the firing, the left side of the posterior wall was split off. Another device was used to complete the case. Additional info: the doctor found that the left side of the posterior wall's staples were not deployed properly. The doctor commented that the tissue was hard and thick after he confirmed the doughnut.

Manufacturer narrative:
(B) (4). (B) (4). Not in firing range. Eval summary: the analysis results found that the cdh29 device arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted, when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional info. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.